Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser, for dental cleaning (route- dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer reported that the floss head broke apart while using. The consumer had to use several heads for each cleaning. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. No product was returned and not lot number was available as the consumer threw away the packages after using the floss head. A review of the data associated with this complaint category (breaks/falls apart with use and reportable pqc) revealed no adverse trends. A review of the investigation documentation did not indicate reach access daily flosser failed to meet specifications. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser, for dental cleaning (route- dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer reported that the floss head broke apart while using. The consumer had to use several heads for each cleaning. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.